Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line pressure pod of an oxiris set was damaged and leaked during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Additional information: h6, h11. H11:the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set effluent pod was misshapen. The lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.